Event description:
It was reported that ineffective treatment occurred. An ekosonic catheter was selected for use during a left leg thrombolysis procedure. Case follow up occurred the following day post-procedure, and no change to the clot was seen via angiography. A small focal lesion was seen. The physician believes the clot should have been resolved. The patient underwent a different thrombectomy treatment to successfully resolve the clot. No device malfunction occurred. No further patient consequences were reported.

Manufacturer narrative:
The ekos device was returned to boston scientific for analysis. The ultrasonic core was returned including the kit serial number, the ic was returned without the manifold and cable containing the serial number. The ekos device could not be run without the manifold and power cable. Visual inspection confirmed signs of use. Blood was noted in the infusion catheter. The device returned was not returned in a condition that it could be run in house. An investigation was performed with the available information (product code, batch number, customer, as applicable) and efforts were taken to enable the determination of a probable cause.

Event description:
It was reported that ineffective treatment occurred. An ekosonic catheter was selected for use during a left leg thrombolysis procedure. Case follow up occurred the following day post-procedure, and no change to the clot was seen via angiography. A small focal lesion was seen. The physician believes the clot should have been resolved. The patient underwent a different thrombectomy treatment to successfully resolve the clot. No device malfunction occurred. No further patient consequences were reported.